Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised left crossbrace is broken at a weld. Rick the tbm states the chair does not look like it was abuse, tbm states has seen the chair and looks like a bad weld.